Event description:
Patient had severe menorrhagia and she had an attempted laparoscopic assisted vaginal hysterectomy with laparotomy and abdominal hysterectomy. During the procedure the physician said the gyrus clamp did not close properly during usage and another clamp was used.